Event description:
The device was not returned, therefore, no evaluation can be performed. The device was not returned. 1. N/a. 2. The lot number is unknown and as a result, a review of the device history could not be performed.

Event description:
Product appeared normal & intact upon inspection prior to passing it to the surgeon. After deployment of the endo catch bag, the metal loop would not retract the catch bag. It had to be manipulated with a hemostat to retrieve all the parts.